Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient can't see anything clearly near, intermediate or at a distance, constant blurred foggy field of view, visible at intermediate distances has a glow and tik-tok logo shadowing effect around it. Star bursts with elongated rays at the ten and four o'clock positions and concentric light haloes, especially at night around newer vehicle led headlights. Additional information was requested and received stating patient has astigmatism which wouldn't be, if the correct lens was ordered and implanted in the first place, that requires lasik treatment to correct and cannot tolerate not being able to focus on anything at any range or distance and absolutely hate the extremely poor low light and night time vision dysphotopsia the lens creates. In patients opinion a uv absorbing non-toric multifocal lens was chosen for the patients condition and anatomical status, obviously, it was the wrong one. Additional information was requested and received stating in surgeon opinion there is nothing wrong with lens, physician has referred patient for lasik evaluation - but patient did not keep appointment.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).